Event description:
Caller said plunger had a hole and could not be used, only 1 pen in the box was defective. Dose, frequency & route used: inject 22 units under the skin at bedtime. Therapy date: (B) (6) 2009. Diagnosis for use: high blood sugar.